Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The severely calcified and severely tortuous lesion was located in the left anterior descending (lad). During the procedure, the physician pulled the 3.50x16mm liberte bare metal stent back to the end of the guide catheter and then pulled everything out in an effort to reshape the tip of the guidewire, and while doing so the stent came off at the tip of the sheath in the groin. The physician attempted to snare the stent but was unable to retrieve it and ended up crushing it against the wall of the distal profunda using another stent. The patient's condition is reported as fine, and there were no complications associated with this event. There was no further information available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.